Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had an unresponsive keypad, a received a button error alarm and a battery out limit. The blood glucose reading was 73 mg/dl. No significant events leading to the issues were observed. Advised discontinuation of the insulin pump and to revert to their back-up plan. Nothing further reported.